Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittently, that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 102-103 mg/dl. Reportedly, the customer loaded a new cartridge; however, the issue persisted, and the pump was ultimately replaced. Customer continued to use the pump for insulin therapy.